Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging. Customer used a different usb cable and the issue was resolved. Customer's blood glucose (bg) lever was reported as 'high'. Customer addressed elevated bg level with manual injection. A replacement usb cable was sent to the customer by tandem technical support.